Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device has been lost in transit. (B)(4) under fluoroscopy and revised to the anterior cervical discectomy fusion (acdf). The investigation could not be completed; no conclusion could be drawn, as no product was received. The review of the manufacturing DHR showed that there were no issues or nonconformances during the manufacture of the product that would contribute to this complaint condition. Monument sterility assurance was contacted and they reviewed the scn (sterile control number) records of the reported lot/part number and confirmed that it is conforming. This confirms that the sterility assurance documentation was reviewed and determined to be conforming. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgery for a prodisc-c disc (pdc) replacement on (B)(6) 2016; while the surgeon was implanting the pdc implant at disc level c5-c6 the instruments that hold the spacer broke. Under fluoroscopy, while using the mallet with the inserter tip on the implant holder and the pdc implant, the surgeon noted that upon implanting the spacer, it went past the vertebral wall. The surgeon stated that the implant was encroaching on the spinal canal and the surgeon attempted to pull back on the inserter tip, but the holder implant device would not move. The surgeon manipulated the inserter instruments by moving the spacer up and down and side to side. The inserter tip would not release from the pdc implant and the tip portion of the inserter instrument broke off. Under fluoroscopy, all fragments were retrieved and the pdc implant was successfully removed. Due to this event an additional twenty (20) minutes was added to operating room time. The surgeon was also concerned that the keel channel groves that were previously introduced during preparation of the disc spacer would comprise the placement of another pdc implant. His concern was that the canals would cause a larger chance for migration of the implant but the patient was revised to the anterior cervical discectomy fusion (acdf). It was reported that the surgery was completed successful and the patient is in stable condition. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The following devices were returned: part# 03.820.129, lot# t925467; part# 09.820.045s, lot# h051160; part# 03.820.133s, lot# h089808. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Part# 03.820.129, lot# t925467: a visual inspection and drawing review were performed as part of this investigation. The prodisc-c implant inserter (03.820.129 lot t925467) is a component of the prodisc-c instrument and implant set (01.820.003) which is intended to be used in conjunction with the prodisc-c system. The prodisc-c system is used to ¿replace a diseased and/or degenerated intervertebral disc of the cervical spine¿. The implant inserter is specifically utilized to insert prodisc-c implants after keel preparation. An appropriate inserter tip is attached to the inserter and the implant is engaged onto the implant. With the implant loaded, the inserters locking nut is tightened to firmly lock the implant into position. The implant can then be inserted into the opening under fluoroscopic control (per prodisc-c technique guide). The returned instrument was evaluated and the complaint condition of broken tip was able to be confirmed. The part was received with the distal tip of the up handle broken off. The fragment was returned and it measured 4.62mm in length. The balance of the device is in fair condition with signs of wear and tear. Relevant drawings were reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No definitive root cause can be determined however the failure mode maybe due to the method to which the surgeon was using to remove the instrument during the procedure. Part# 09.820.045s, lot# h051160, part# 03.820.133s, lot# h089808: these devices were determined to be concomitant devices as no complaint allegations were made against them, only that surgeon pushed the spacer past the vertebral wall and no issues were noted on either device. Therefore no further investigation is required at this time. The device was initially reported as lost in transit. The device was located on aug 26, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.